Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon channel, instrument channel, suction channel, and the forceps elevator wire channel (raised and lowered three times). The customer uses anios detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anios detergent and brushes the instrument channel, suction cylinder, instrument channel port and the forceps elevator. The customer uses maj-1888 single use soft cleaning brushes. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, an olympus dt4 machine is used with anios detergent and anios salvanios (disinfectant). The scope is dried using an air medical and is stored in a simple storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). During the device evaluation, it was uncovered that the air, water, and jet channel were perforated. It was also observed that the plastic distal end cover had a scratch. It was also observed that the glue of the bending section cover was peeling and separated. It was observed that the connecting tube had buckles and the coating was peeled off. It was also observed that the scope cover was cracked. It was observed that the air/water and suction cylinders were scratched. Lastly, it was observed that the angulation was less than the specified value. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for unexpected contamination. The scope was sampled three times. During the first sampling, the scope tested positive for 10 colony forming units (cfus) of citrobacter freundii, p. Aeruginosa and stenotrophomonas maltophilia. During the second sampling, the scope tested positive for 1 cfus of unspecified microorganisms. During the third sampling, the scope tested positive for 1 cfus of unspecified microorganisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.